Manufacturer narrative:
Qc performed before the event was within customer's established ranges. System checks conducted nine days in 2007 met specifications. The specimens were collected in ER, into bd, lithium heparin, 13x75, plasma tubes and centrifuged at 7,200 rpm for 6 minutes. A field service engineer (fse) was dispatched to the customer's lab in 2007: a) the fse performed accu tnl hardware verification. B) the fse ran diagnostic and precision testing; all results passed within specifications. C) per the fse, customer performed additional 10 replicate precision testing following the instrument verification and results were acceptable. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tnl) results that were generated by the access 2 instrument. Per customer, they obtained erroneously elevated accu tnl results for two (2) patient samples. The initial result for patient a was 0.55ng/ml, and 0.02ng/ml upon repeat. The original sample of patient a was tested on a different instrument in the customer's lab for accu tnl and a result of 0.01ng/ml was obtained. Results for patient b have not been provided. The erroneous results were reported out of the lab. There was no report of patient injury requiring medical intervention or change to patient treatment received as a result of this event.